Event description:
It was reported that the patient's extension was found to be frayed during a procedure to add a new lead to the patient's system. The extension was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection and resistance testing showed the returned lead had damage on the outer tubing and internal wire (channel # 4) was broken and exposed 3cm from terminal end. These damages are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.